Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. Reportedly, the pump was gaining more than 5 minutes per month. The reporter stated that the pump was able to maintain the time/date correctly with pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related warnings. Multiple time/date changes were observed on the event date. The pump powered up with the appropriate audible and vibratory features. All the buttons functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump passed a time accuracy test. The investigation was unable to verify or duplicate the reported time gain issue. Unrelated to the reported time gain issue, evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time. In addition, it was observed that the verify screen dim/discolored and the battery compartment was found to have cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.